Event description:
Potential for injury associated with one of the wheels on an m61r power chair falling off. It is unknown if it was a caster wheel or drive wheel. This compromises the stability and maneuverability of the chair.